Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The user facility's biomedical engineer (biomed) tested sternal saw and it seemed to be weak. He's not sure what the issue is, so he is returning the saw to the manufacturer for evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw motor seemed weak. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.